Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or any other technological characteristics with a medical device that is registered within the u.s. Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that after two or possible three instances of mesh infection following inguinal hernia repairs.

Manufacturer narrative:
Samples received: 2 unopened units of histoacryl product of two different batches (216332n1 and 216423n1). Analysis and results: we have received one closed sample of each of two possible batches (216332n1 and 216423n1) of histoacryl. There are no previous complaints for these batches. We have checked the batch manufacturing record of the involved reference-batches and no deviations have been found. (B)(4) units were manufactured of the batch 216332n1 and (B)(4) units of the batch 216423n1 and all have been distributed in the market. There are no units in our stock. Both samples analyzed comply with sterility test. Additionally, we have requested the optilene mesh used in each intervention for the investigation of the case. The optilene mesh code used is 1064715 (optilene mesh lp 7.5cmx15cm) and the three batches involved are 115195, 116014 and 116273. There are no previous complaints of any of them. We manufactured and distributed in the market (B)(4) units of the batch 115195, (B)(4) units of the batch 116014 and (B)(4) units of the batch 116273. There are no units in our stock of any of them. We have reviewed the batch manufacturing record of the involved batches and no deviations have been found related to the product complaint. Final conclusion: although the results of the samples received fulfil the specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.